Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument associated with this complaint and completed investigations. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument passed the cut test on 3 of 3 attempts. The instrument was fully functional and no product issue was identified.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors instrument movement was not operating properly. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the monopolar curved scissors (mcs) instrument's movement did not scale with the surgeon's control. The mcs was removed and replaced with a backup. The issue occurred with the surgeon's head inside the surgeon console¿s high-resolution stereo viewer while the surgeon was attempting to manipulate the instrument. There was no shakiness and/or friction experienced/observed. There was no patient injury. There was no instrument-to-instrument or system arm-to-arm interference. The instrument was inspected prior to use and no damage was found.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.